Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 4: reference manufacturer report: 1627487-2017-08441,1627487-2017-08447, 1627487-2017-08451. It was reported the patient had a possible infection. The patient will be seen by the doctor to obtain cultures. No other information available at this time.

Event description:
Device 3 of 4: reference manufacturer report: 1627487-2017-08441,1627487-2017-08447, 1627487-2017-08451. Follow up information received stating no infection was diagnosed. Labs returned as within normal limits.